Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of controller log files which revealed an increase in power consumption starting (B)(6) 2018. 23 high watt alarms have been logged since (B)(6) 2018. The patient was treated for thrombolysis; however, the treatment was not successful. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump exhibited high power and hemolysis. A pump thrombus was suspected. The patient was hospitalized. It was noted that the patient had refused treatment since the issue was first suspected. The patient had been disconnecting the ventricular assist device (vad) for up to twelve hours as the vad was disturbing the patient, which most likely caused the thrombosis. The patient was treated with thrombolysis, but was unsuccessful. A closure device was put into the vad outflow graft and vad support was terminated. Seven days later, the patient had a spontaneous retroperitoneal bleed and died.